Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 24th may 2005. The device was reported as being used during a patient involved event on the (B)(6) 2019. No stable in range patient impedance was detected throughout the 30 second event, as a result no clinical data was available to review. The reported complaint was raised during a post event review which identified shutdown errors within the user accessible memory log along with a low battery. These shutdown errors were as a result of the device failing to power off when the user pressed the on/off button. With the device failing to power off, the user has removed the pad-pak from the device. This was logged within saver evo as a low battery. The investigation identified that component q55 had been partially dislodged from the pcba. Q55 forms part of the switch off circuitry. With q55 re-soldered onto the pcba, the device correctly powered off via the on/off button. An event on the (B)(6) 2018 also displayed shutdown errors, however the device did eventually power off correctly. This may indicate when q55 initially became dislodged from the pcba. The investigation was unable to determine how the component became dislodged. However, the speaker boss is in close proximity of transistor q55. It is possible that if excessive pressure is applied in this area that q55 could become displaced. No visible impact damage was apparent with the device. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
During a review of the saver evo after a patient involved event the distributor noticed a low battery prompt and a message "error shutdown attempt failed". It has also been reported that the device will not switch off using the green on off button.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
During a review of the saver evo after a patient involved event the distributor noticed a low battery prompt and a message "error shutdown attempt failed". It has also been reported that the device will not switch off using the green on off button.